Event description:
The hcp reported that over the period from the event date to six days later, "motor stall occurred" and "motor stall recovery occurred." It was also reported that an alarm was repeatedly sounding. The pump was explanted and replaced after an implant duration of 12 months.